Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed.  As received the monitor was returned in a damaged condition.  The cause for the failure was isolated to contamination on the ca board. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor failed incoming testing.